Manufacturer narrative:
A ge service rep performed an on site investigation. The extended exposure option was disabled. The system was tested and operates as intended. This malfunction did occur during a procedure and may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the 9800 system continued to expose, after fluoroscopic x-ray was complete.